Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of bent shaft was confirmed; as a sheath kink at the o-ring was observed and could appear very similar to the reported bent. Also, a sheath kink could interfere with arterial marking as reported. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a percutaneous coronary interventional procedure. Reportedly, the device was inserted into the arteriotomy; however, arterial flow from the marker lumen was not observed. The device was removed and an attempt was made to flush the marker lumen, but it was unsuccessful. At that point it was noticed that there was a slight bend in the proglide proximal shaft and it was decided not to use this device for re-entry. A second proglide was used to achieve hemostasis with no issues. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.